Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient's mother contacted lifescan (lfs) USA, alleging that the patient's onetouch ping meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on october 29, 2015. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2015 at 1:00pm. The reporter claimed blood glucose readings of 325, 345-356 mg/dl were obtained with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for precision. The patient manages her diabetes with insulin (self-adjuster) and the reporter informed the mss that the patient's dose of insulin is adjusted based on blood glucose readings. The reporter informed the mss that the patient's blood glucose is tested at least 15 times a day and that her usual blood glucose range is between 100 to 170 mg/dl. The reporter claimed the patient was administered an increased dose of 1 unit of humalog insulin in response to the alleged inaccurate results. During the initial call, the reporter stated that 20 minutes after the alleged issue began the patient developed labored breathing during the follow-up call, the reporter claimed the patient became hypoglycemic and developed symptoms of being tired and shaky. In response to the symptoms, the reporter stated she treated the patient with sugar and juice for 3 to 4 hours and confirmed the patient felt well afterwards. The reporter claimed no other blood glucose tests were performed on any other device. During the follow-up call, the reporter attributed the onset of the patient's symptoms to the subject meter reading inaccurate. During troubleshooting, the customer service representative confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after being administered an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.follow-up # 1 device evaluation in addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.